Event description:
Caller reported cgm error 42, which pertained to a g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the procedure, resulting in the error not reappearing. The caller was advised to wait 20 minutes before starting their sensor session and acknowledged this recommendation.